Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted and replaced due to a product performance issue. No additional adverse patient effects were reported.

Event description:
Additional information was received that this right ventricular (rv) lead was not capturing due to dislodgement. No additional adverse patient effects were reported.